Event description:
The customer reported that she received multiple alarms on the insulin pump. Her blood glucose was 140 mg/dl. Troubleshooting was performed and it was found both types of alarms were a result of normal pump behavior. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)